Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was disconnected. The customer successfully reattached the luer lock connection securely and insulin delivery was resumed. The customer's blood glucose (bg) level was 390 mg/dl with trace ketones. The bg level was addressed with a bolus via the pump.